Manufacturer narrative:
The customer has set up a result limit of 1.00 mmol/l for a repeat of ldl tests. The investigation is ongoing.

Event description:
The initial reporter received questionable ldl_c ldl-cholesterol plus 2nd generation results for two patient samples tested on a cobas 8000 c702 module. The initial results were not reported outside of the laboratory. On (B)(6) 2021, patient 1 had an initial ldl result of 0.47 mmol/l with a repeat of 3.26 mmol/l. On (B)(6) 2021, patient 2 had an initial ldl result of 0.34 mmol/l with a repeat of 2.72 mmol/l. The reagent lot number is 53583801 with an expiration date of 31-jan-2023.

Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. Abnormal sample aspiration alarms were noted in the alarm trace on (B)(6) 2021. The investigation did not identify a product problem. The cause of the event could not be determined.